Manufacturer narrative:
Concomitant medical products: product ID: 3889, lot# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was noted that the patient¿s trial started on (B)(6) 2018. It was reported that the patient fell on their backside on (B)(6) 2018. They went to their healthcare provider and had an x-ray taken which confirmed that their lead had migrated. It was noted that they had scheduled an appointment for (B)(6) to re-start their evaluation period. No further patient complications are anticipated or expected as a result of this event.